Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed prime during the basic occlusion test due to loose and protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to prime alarm. The device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, broken reservoir tube lip, cracked case at display window corners, stained address, serial number label and missing end cap sticker.